Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient received CPR and basic life support at the time of the code at implant. The patient received cardiac and brain injury treatment while in the ICU, but passed away. Additional information was requested; if received, a follow up report will be sent.

Event description:
It was reported that the patient had an adverse "anesthesia event" during the lead placement portion of a spinal cord stimulator implant case. It was stated the patient had a "loss of airway and heart stoppage." Once the patient was stabilized, the four leads were removed. It was reported the patient was "alive, with injury" and remained in the intensive care unit (ICU) as of this report date. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
The exact date of death was unknown. (B)(4).

Manufacturer narrative:
(B)(4).